Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the threshold suspend activates when the blood glucose is not low and that the alerts and alarms keep him up at night. No blood glucose reading was provided. Customer declined troubleshooting for the issue. Nothing further was reported.